Event description:
It was reported the patient had not used the stimulation nor charged ipg for three months due to pain at the ipg site. The patient reported she had pain whether stimulation was on or off, however, the pain was worse with the stimulation turned on. The sjm representative was unable to establish communication with the ipg using external devices at the follow up appointment. The patient had requested the system be removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.